Manufacturer narrative:
Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse attempted troubleshooting by checking the pump pressure, the solenoid valves, and the pressure. Fse replaced the 2-way valve, ran patient samples, quality controls (qc), ran precision, and calibrated the instrument. All results were within acceptable range and specifications. The g8 instrument was performing as intended and the error cleared. No further action was required from field service. A 13-month complaint history review and service history review for serial number (B)(4) from 01-jan-2016 through aware date 01-feb-2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 6: troubleshooting, error 101 pressure low is generated when the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. The most probable cause of the reported event was due to defective 2-way solenoid valve.

Event description:
On (B)(6) 2018, customer reported getting 101 pressure low error during quality controls (qc) on the g8 instrument. The customer stated the column and filter were replaced. Technical support specialist (tss) attempted to troubleshoot with the customer but error persisted. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.